Manufacturer narrative:
Product evaluation: the products were not returned for analysis; the lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that within weeks after cataract surgery with intraocular lens (iol) implants, multiple patients presented with anterior capsular haze. Both anterior and posterior lens opacity is much more common than usual, requiring yttrium aluminium garnet (yag) laser treatment. The doctor further described it as anterior lens epithelial cells growing in between the anterior capsule and the iol, creeping into the central area of the iol from the periphery. It happens just one week after the cataract surgery. The surgeon noted that this has only happened lately, and that his surgical techniques have not changed. Additional information was received from a company representative indicating that the cells observed are "lens epithelial cell on-growth" (lecog). There is no indication that the cells actually encroached into the visual axis; the company representative indicated that the surgeon was concerned it might be fibrosis and decided to treat the affected patients with the yag laser as a precautionary measure.